Manufacturer narrative:
This report is submitted on september 24, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2016. The patient was not reimplanted, as of the date of this report.